Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. According to the complainant, it was difficult to identify the borderline between the prostate and rectum. Upon hydrodissection before the gel was placed, the saline flowed into the rectum. Re-directing and hydrodissection were performed again, the layers were expanded and the layers were correct, and gel injection was performed. Magnetic resonance imaging (MRI) was performed post procedure. Reportedly, it was confirmed that the gel had flowed into the rectum. There were no patient complications reported as a result of this event. Reportedly, radiation therapy will be perform on a later date.